Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from germany, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. The esheath+ was inserted without issues in a correct angle, and the loader was fully inserted. Then, during the insertion of the commander with the valve through the esheath+, strong resistance was found at the distal tip part of the esheath+. Eventually the valve did exit the tip of the esheath+ and the valve was successfully deployed. The commander was withdrawn through the esheath, but after removal of the esheath+ it was observed that the distal tip was torn. The patient did not suffer any injury due to the event and was noted to be in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of the device and product evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions, and h11 has been updated. The device was returned to edwards lifesciences for evaluation the returned device was visually examined and showed a fully expanded liner with a distal tip that was opened but torn. Stretching of the hdpe material was observed at the tip, along with axial, radial, and slant score lines. Scratches were also noted along the sheath shaft. Due to the nature of the complaint (liner expanded and sheath distal tip torn), no applicable functional or dimensional testing was able to be performed. The complaint was confirmed through visual examination. The complaint for sheath distal tip torn was confirmed, based on evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation leading to hdpe damage. Additionally, patient factors such as tortuosity (as information provided indicates patient had "severe" tortuosity) and/or calcification (as indicated by the presence of scratches found on the hdpe during evaluation of the returned device) may exacerbate interference between the valve and distal tip by promoting non-coaxial alignment between devices, leading to increased resistance and potential tearing the tip during system advancement. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.